Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. (B)(4).

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead exhibited chronic high shock impedance measurements of greater than 120 ohms. Commanded shocks were performed and a code was displayed indicating the shock was given into an open circuit. Subsequently a revision procedure was performed where the ICD was explanted and the rv lead was surgically abandoned. The system was replaced successfully and no additional adverse patient effects were reported.